Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at 25 mg/ml and 6.75 mg/day via an implantable infusion pump for the treatment of non-malignant pain and multiple back operations. It was reported that motor stall was seen at initial interrogation and was confirmed by event logs. The motor stall occurred on (B)(6) 2018 at 22:27. It was noted that the patient did not have electro magnetic imaging (emi) or magnetic interaction. The patient experienced withdrawal symptoms including nausea, body aches and increased pain. The change in therapy/symptoms was sudden. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a motor stall occurred on (B)(4) 2018. The patient experienced withdrawal symptoms. The pump was interrogated, and showed a motor stall had occurred. An alarm was noted. Replacement did not occur, but was planned. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found the pump motor had gear train anomaly with corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis also found the pump had miscellaneous overinfusion-undetermined root cause. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned with no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a user facility. It was reported that the pump was replaced due to motor stall. This occurred earlier than expected for battery "end of life." The surgery was uneventful, with no complications. The original intended procedure was to replace the pump and fill with 20 cc infumorph 25 mg/cc. No further complication was reported. (B)(4).

Manufacturer narrative:
Device code (B)(4) no longer applied. If information is provided in the future, a supplemental report will be issued.